Event description:
Hospital quality dept. Notified risk manager in 2007 that, a pt who underwent an anterior approach total hip replacement surgery about one month ago had to undergo a second surgery 2 days later to remove a drain that allegedly broke off in the pt while the resident physician attempted to remove the drain. Patient had to undergo a second surgery 2 days later to remove the drain.